Manufacturer narrative:
(B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all the tests results from results obtained. The expected fasting blood glucose test result range is below 75 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call a blood test was performed by the customer and produced test results of 409 mg/dl fasting using meter. The test strip lot manufacturer¿s expiration date is 01/31/2021 and open vial date is a week and a half ago. The meter memory was reviewed for previous test result history. (B)(6).